Manufacturer narrative:
A5): patient ethnicity unk b7): relevant history, including preexisting medical conditions unk. H3): the tight rail was not returned, thus no returned product investigation was performed. H6): perforation of vessels, great vessel perforation, and cardiac perforation are known risks of complication with use of the tight rail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv, one active and one capped) leads, and a right atrial (ra) lead due to non-function. A spectranetics lld lead locking device (lld) was inserted into the active rv lead to provide traction. The procedure began by using a shockwave medical balloon to break up calcium within the superior vena cava (svc) and was removed. Beginning with a spectranetics 14f glidelight laser sheath and spectranetics medium visisheath dilator sheath, advancement was made to the svc, where progress stalled. Switching to a spectranetics 11f tightrail rotating dilator sheath (long), advancement was made through the svc. Then, the 14f glidelight and visisheath were used again, but no further progress was made. Upsizing to a 16f glidelight and visisheath, only slight progress was achieved; therefore, a 13f tight rail was used, reaching the tip of the rv lead, and the lead was extracted. However, the patient's blood pressure dropped, but no effusion was seen via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon and sternotomy. A large perforation, extending from the subclavian, innominate, through the svc to the ra, was discovered and repaired. The remaining ra and capped rv leads were removed post-sternotomy, and the patient survived the procedure. This report captures the 13f tight rail device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.